Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the svc (superior vena cava) coil never got past the insertion site in the vein. The lead was removed and new access was gained, but the physician looked at the svc coil and though it might have separated slightly. So, the lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.